Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room due to diabetic ketoacidosis and a blood glucose reading of "high", however, a specific value was not provided. The customer was treated with intravenous saline and insulin, and was discharged on (B)(6) 2022 with no permanent damage. Reportedly, intermittent occlusion alarms had occurred. A systems check was performed with tandem technical support and no issues were identified. The customer changed pump supplies and resumed insulin therapy.